Manufacturer narrative:
(B)(4) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ping meter display was fading. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged issue first started. The patient reported using an unknown insulin pump therapy to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported she did develop symptoms after the alleged issue started, but declined to state what they were. At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used and there was no misuse of the product. The patient reported having a back up meter. Replacement products were sent to the patient. Based on the information provided, the meter did not cause or contribute to a serious injury. The patient did not report any blood glucose reading, symptoms or treatment suggesting that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.